Event description:
It is reported the pt rec'd an overdose of midalolam, which was treated successfully by the staff. It was reported the pt died later on of a condition unrelated to the incident. The pump was set at 1.0 ml/hr, but it was reported approximately 30ml had run through in half an hour.